Event description:
During prophylactic generator replacement surgery the surgeon accidentally clipped the lead and removal was required. Due to the removal of the lead, the neck area had become too inflamed and had too much scar tissue to put in a new lead at the time, and surgery to implant another lead with that generator would occur at a later date. A new lead was implanted successfully on (B)(6) 2017. Additional relevant information has not been received to-date. The explanted devices have not been received by the manufacturer to-date.

Event description:
It was report that the explanted devices were discarded by the hospital.